Event description:
It was reported that a cgm error occurred, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information to complete a pump reset and guided the caller through the process, after which the error did not reappear, allowing the customer to successfully start their sensor session.